Event description:
It was reported that during a stenting treatment procedure, removal difficulties were encountered. The 85% stenosed target lesion was located in a non-calcified and mildly tortuous carotid artery. The 190cm filter wire was deployed. While attempting to retrieve the delivery sheath, the physician encountered significant resistance. The physician was unable to recapture the filter basket with the delivery sheath. The device was removed with the basket in an open loop. The procedure was completed with another of the same device. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: during visual and microscopic examination of the returned device, the distal radiopaque tip of the protection wire was found stretched in two locations (2mm and 1.5mm), when measured from the end of the distal tip of the protection wire. The filter bag was found fully retracted into the delivery sheath with 6 mm of the nosecone exposed from the distal tip of the delivery sheath. Dried blood was seen inside the delivery sheath. The delivery sheath was found kinked at the corewire approximately 107 cm, when measured from the distal tip of the delivery sheath. The delivery sheath was found partially peeled away from the protection wire approximately at 24cm, when measured from the exit port of the delivery sheath. Using a known good wire torquer, the cis technician was able to perform the sheathing/ unsheathing test with no difficulty. Upon visual inspection, the filter bag was found in good condition and met specification - no anomalies was observed. The retrieval sheath was unused and in good condition. There were no other issues found during the visual and microscope inspection of the protection wire, the delivery sheath and the retrieval sheath. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The root cause classification is user related. Per the dfu, the filter is deployed from the delivery sheath, then the delivery sheath is peeled away, and when it is time, the filter is retrieved (sheathed) using the retrieval sheath. Also, the following precaution is provided: "always use a filterwire ez system compatible retrieval sheath to remove the protection wire." (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulties were encountered. The 85% stenosed target lesion was located in a non-calcified and mildly tortuous carotid artery. The 190cm filter wire was deployed. While attempting to retrieve the delivery sheath, the physician encountered significant resistance. The physician was unable to recapture the filter basket with the delivery sheath. The device was removed with the basket in an open loop. The procedure was completed with another of the same device. No additional patient complications were reported and the patient's status is stable.